Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose of 410 mg/dl. The caller stated that the infusion set is not working. The caller stated that they think the insulin pump might have gone into suspend mode. The caller stated that the insulin pump had alarmed suspend on low. The caller stated that the sensors are not sticking well to the customer's body because the customer is very active and sweats a lot. The caller stated that the customer turns the sensor off at night and will turn it back on and reconnect in the morning. The caller stated that the customer's blood glucose was 303 mg/dl most recently. Troubleshooting was done and it was discovered that the cannula was bent. The insulin pump will not be returning for analysis.